Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 01/06/2020, was sent in error.

Event description:
The customer reports: the base of the needle tip broke during a puncture on a patient.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: the base of the needle tip broke during a puncture on a patient.